Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿a-0247 treatment of ulnar lay carpometacarpal periarticular fracture dislocation with a temporary plate fixation bridging over the carpometacarpal joint¿ which is associated with the stryker ¿profyle combo¿ system. Within that publication, post-operative complication/ adverse event was reported, which occurred from may 2011 to october 2013. It was not possible to ascertain specific device/patient detail from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 1 complaint were initiated retrospectively for adverse event mentioned in the report. This product inquiry addresses sustained contracture of the 5th metacarpal joint which is followed by surgical mobilization. The report states: ¿three patients sustained 5th carpometacarpal intra-articular fracture dislocations and one patient sustained a 4th metacarpal diaphyseal bone refracture after a pinning fixation. [...] One patient sustained a contracture of the 5th metacarpal joint, for which she underwent surgical mobilization of 5th metacarpal joint postoperatively, at 120 days.¿